Event description:
An end user has called in to report that the chair breaks down constantly since she has had it. A call was placed to this reporter for additional information. It was learned in speaking with the end user that she is a large woman and doesn't fit in the chair any more and is looking into getting new chair. Due to her weight the metal is pushing into her skin causing her bruises.

Manufacturer narrative:
No information received that reasonably suggested that the end user received medical intervention due to this incident. No further detail was received regarding the report by the end user regarding device breaking down. This report is being filed as a malfunction as there is no information of medical treatment.